Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibit signs of repeated use and has fractured on the medial side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00525.

Event description:
It was reported that two tasps broke when inserting a trial poly during an initial surgery. All pieces were retrieved. A second device was not needed as one of the trials broke during final trialing. The surgical technique was utilized. There was no known impact or consequence to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.